Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled after a magnetic resonance imaging (MRI) procedure. It was noted that the ICD was not put into MRI mode prior to procedure. The device was attempted to be reset but was unsuccessful. Further intervention was not performed. The patient was stable.